Manufacturer narrative:
The product has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If the product is received for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that three years and eleven months post implant of this bioprosthetic valve in the tricuspid position, it was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.